Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra meter was reading inaccurately high. The patient tests his blood glucose 1-3 times a day. He typically tests in the morning, and occasionally tests around noon and at bedtime. The patient manages his diabetes by taking 10-15 units of lantus insulin at bedtime based on his meter readings. The patient indicated that the alleged meter issue started two weeks prior. Prior to that day, the patient mentioned that he had been getting meter readings down in the "130's" (mg/dl). However, when the alleged issue began, the patient started getting readings in the "160's" and "180's" (mg/dl). Since the date the alleged issue started, the patient claimed that he suffered 3-4 hypoglycemic events where he developed symptoms of shakiness and sweating during the middle of the night. The patient was unable to recall what meter readings he had gotten before the events or how much insulin he had taken. The patient stated, however, that he did not change his diet in any way during the time of concern and had eaten dinner as usual prior to the events. In one case, the patient claimed that he woke up around 3:00 am and was sweating and shaking. He tested his blood glucose and got a result of "160 mg/dl" while he was symptomatic. The patient administered self-treatment by drinking a regular soda which helped to relieve his symptoms. The patient did not think that there was a problem with his meter until after his doctor questioned the device's accuracy. At that point, the patient contacted lfs. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from his fingers and cleaning the puncture sites correctly. He did not have control solution to perform a quality control test. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia 3-4 times after the alleged meter started reading inaccurately high.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.